Manufacturer narrative:
Upon disassembly for visual examination, bearing damage was found.

Event description:
It was reported that during the case the core impaction drill is getting hot. There was no injury reported to the patient or user and no adverse consequences alleged with this event.